Event description:
It was reported by the user facility that the pt was diagnosed with pseudomonas peritonitis on (B)(6) 2013. He was treated with ip antibiotics and then hospitalized on (B)(6) 2013, when the antibiotics failed to eliminate the infection. He was discharged on (B)(6) 2013 and is fine. The pt had reportedly just moved in with a family member who is on home hemodialysis, and he had performed his peritoneal dialysis in that environment without washing his hands or wearing gloves, and self-contaminated. Sample available.

Manufacturer narrative:
The pt's related medical records were requested but not yet received. The device has not been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted at the conclusion.